Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference 5433742 cleared. Under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports sold since july 2021. Investigation: depside our requests, the device was not returned for analysis. The x-ray pictures sent for evaluation show the catheter migration but are inconclusive concerning the catheter detachment root cause. Conclusion: without the device, it is not possible to conclude on the root cause of the catheter migration only 2 days after its implantation. This type of incident is a known potential adverse event of the implantation of access ports. This is a rare incident. The IFU explain how to correctly connect the access port with the catheter. No corrective action is envisaged.

Event description:
"Two days after the child was implanted into the port in the ICU operating room, the child was transferred to the blood tumor ward of the new hospital for fluid replacement. It was found that the port fell off to the pulmonary artery after filming, and then removed from the port through surgery."

Event description:
"Two days after the child was implanted into the port in the ICU operating room, the child was transferred to the blood tumor ward of the new hospital for fluid replacement. It was found that the port fell off to the pulmonary artery after filming, and then removed from the port through surgery."

Manufacturer narrative:
Investigation results: we received for investigation one used celsite babyport access port housing from batch nr 36982669 with a connection ring. The batch of the received access port is different from that announced when the incident was declared. Visual examination: - no defect is visible on the received catheter. It measure 14,4cm. - the exit cannula is bent and totally broken. Marks of tools/pliers are visible on the exit cannula. This fracture is unusual and due to a high torsion force applied on the cannula probably during or after access port explantation. Indeed this defect is not visible on the x-ray picture : the exit cannula is complete and undamaged. Dimensional measurements: we have measured the returned device in order to check its conformity to our specifications. All the characteristics conform to our specifications. Note: the exit cannula is too bent and damaged to be measured. Functional test: we have performed a disconnection test on the returned catheter with an access port from manufacturer stock. The disconnection force obtained is more than twice superior to the requirement of the iso 10555-6 standard. This conforms to our specification. Batch history review: we have checked the manufacturing file of batch nr 36982669 which complies with our requirements and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 149 access ports released in september 2021. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specifications. It is highly suspected that the premature disconnection of the catheter (only 2 days after its implantation) results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The patient's movements resulting in normal and usual tractions on the catheter ended up separating it from the access port. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port. No corrective action is envisaged.